Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that two discordant, falsely low troponin results were obtained on two patient samples from the same patient on a dimension exl with lm system (serial number: (B)(4)). A siemens customer service engineer (cse) was dispatched to the customer site to collect system data pertaining to troponin recovery on both dimension exl with lm systems. The requested data was collected for troubleshooting. Siemens is investigating the issue.

Event description:
Two discordant, falsely low troponin results were obtained on two patient samples from the same patient on a dimension exl with lm system (serial number: (B)(4)). The first patient sample was run once for troponin on a dimension vista exl with lm system (serial number: (B)(4)) and was then repeated on a second dimension exl with lm system (serial number: (B)(4)), resulting lower. The sample was then repeated on the first dimension vista exl with lm system (serial number: (B)(4)), resulting higher and confirming the initial result. The initial troponin result obtained on the dimension exl with lm system (serial number: (B)(4)) was reported, as the correct result, to the physician(s). A second patient sample from the same patient was run once for troponin on the dimension vista exl with lm system (serial number: (B)(4)) and was then repeated on the second dimension exl with lm system (serial number: (B)(4)), resulting lower. The result obtained on the second dimension exl with lm system (serial number: (B)(4)) was reported to the physician(s), who questioned the result. The sample was then repeat twice on the dimension vista exl with lm system (serial number: (B)(4)), resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00265 on 01-jul-2019. Additional information (16-jul-2019): siemens further investigated the issue. Siemens reviewed the system data pertaining to troponin recovery on both dimension exl with lm systems. No product non-conformance was identified with the reagent or the instrument. Quality controls (qc) were within limits at the time of the incident and no other samples were reported to have had an issue. Siemens could not rule out a sample handling or sample identification issue as being a potential cause for the recovery of the reported troponin values below 0.017 ng/ml on sample ID 100514 and 100498. The system is performing according to specifications. No further evaluation of this device is required.